Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products : item# 24-6563, lot # 233380a, tmj system left fossa component, small. Item# 24-6562, lot# 233420a, tmj system right fossa component, small. Item# 01-6545ti, lot# 797460, tmj system right narrow titanium mandibular component 45mm / 6 hole. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00331, 0001032347-2022-00330, 0001032347-2022-00332.

Event description:
It was reported that the patient experienced bilateral pain after implantation and has undergone a revision procedure. The patient was revised in part due to a motor vehicle accident that occurred over four months prior to the revision. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was further reported, that the patient was revised due to issues and in part due to a motor vehicle accident that occurred four months before the revision.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section a2, b4, b5, d1, d4, g3, g6, h2, h3, h4, h6, and h10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3: date of event: april 20 or april 21, 2021. D6b: explant date: (B)(6) 2021.

Event description:
No further event information is available at the time of this report.